Manufacturer narrative:
Product testing could not be performed because the product was not returned. Therefore, the customer's reported event could not be verified. Videos were provided for evaluation. After reviewing these videos it¿s not possible to determine exactly what particles are present in the solution or where they came from. Visual inspection on retained products on lot# ub32712 was conducted. 35 samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. Product deficiency was not found on retain samples. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed whitish material when the ophthalmic viscoelastic was injected into the eye. The material was removed during the irrigation and aspiration (I/a) process, so the surgery was successfully completed. No patient injury reported. No additional information was provided to abbott medical optics.